Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. It was also reported that the device was pre-fired.